Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A director of nursing reported that during an intraocular lens (iol) implant procedure, the cartridge was cracked and the lens would not inject. Associated products were provided.

Manufacturer narrative:
Product evaluation: the cartridge was returned inside a biohazard bag placed in the associated iol carton. An inadequate amount of viscoelastic was observed inside the cartridge. The cartridge has heavy stress and has cracked and split extending into an aneurysm that has stretched the tip material at the tip exit. The cartridge shows evidence of being placed into a handpiece. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. A qualified associated iol was used. Iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a handpiece and qualified viscoelastic. The root cause of the complaint may be related to a failure to follow the directions for use (dfu). Inadequate viscoelastic was observed in the cartridge. The observed tip damage typically occurs if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. The manufacturer internal reference number is: (B)(4).